Event description:
Boston scientific received information that a red alert was issued for right ventricular high shocking impedance measurements. Electrograms noted no oversensing. No adverse patient effects were noted.

Event description:
Information was later received that an alert was issue again for high shock impedance measurements. As the patient has a history of high impedance measurements, no testing or intervention has been scheduled at this time. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Additional information was received that upon recent interrogation, shock impedance measurements greater than 200 ohms in every configuration were observed. A lead fracture was suspected. The physician was planning to revise the lead in the future. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Event description:
Information was later received that during shock and defibrillation testing, the impedance measurements were appropriate. Manual tests prior to testing noted impedance measurements greater than 125 ohms. This lead remains implanted.